Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The rptr/layperson (pt's mother) contacted customer service in 2009, regarding a power issue with the pt's one touch ultra meter. The meter would not turn on with the new battery or the old battery. The rptr provided the following info to the customer care advocate, cca with further clarification for this senior medical surveillance specialist on 11/17/09. The rptr noted the pt was thirsty and urinating frequently on event date. When the rptr insisted that the pt test in front of her, she only then learned that the meter was turning off after it came on with the test strips but before blood could be applied to the test strip. The pt had not informed the rptr of the alleged issue. The rptr has no idea how many days or possibly weeks the pt had not been testing. Although the pt continued taking his "long acting insulin", she learned that he was not injecting the "short acting" since it is based upon his results. On the same day, after the meter would not turn on at all with a replacement battery, the rptr purchased a non lifescan meter. When the result obtained was 445 mg/dl, the rptr injected the pt with "18 units of one insulin" as well as another whose name and amount she could not recall. The rptr also hydrated the pt and continued using the other meter until calling lifescan. The rptr denied obtaining treatment from a physician. The rptr expressed her frustration with the pt since he had not informed her of the reported issue. The cca replaced the meter and test strips. Although the rptr alleged no injury due to the product, the complaint is reported since the pt, who injects insulin on a sliding scale, allegedly was unable to obtain blood glucose results for an unknown time frame and later developed symptoms that are associated with hyperglycemia.